Event description:
It was reported that the piece where the cable connects on the product is cracking.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.